Event description:
It was reported that the arctic sun device had filling problem. Per follow up information received via email on 15sep2022, the biomed had moved into the service and had noticed on the spot the defect. They tried a filling without success. The issue occurred during therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had filling problem. Per follow up information received via email on 15sep2022, the biomed had moved into the service and had noticed on the spot the defect. They tried a filling without success. The issue occurred during therapy. Per sample evaluation results received on 10mar2023, it was reported that the root cause of the reported issue was due to a failed circulation pump. Flow issue confirmed due to defective circulation pump which was replaced. It was stated that the during calibration error 1 (pre-warm bypass flow error) was displayed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Flow issue confirmed due to defective circulation pump which was replaced. Flow issue confirmed due to defective circulation pump which was replaced. Verified no water flow. No visible air leak, probably needs a circulation pump replacement. Circulation pump was replaced. During calibration error 1 was displayed. Technician then replaced the manifold harness although after conferring with tech support it was found the harness did not need replaced. The device underwent and passed testing after all repairs. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.